Event description:
Spouse heard her husband yelling out, and when she entered the room, she saw the bed linen on fire. She turned off the oxygen and threw water on the bed linens to put out the fire. A 911 was called. Ems contacted the medical examiner as patient was dead upon arrival to the home.

Manufacturer narrative:
Airsep is to get the oxygen concentrator returned for evaluation or coordinate an examination at the home care provider. A follow-up report will be sent.